Event description:
Laparoscopic monitors spontaneously froze and temporarily shut off during the laparoscopic cholecystectomy. The or acm and biomed were called during the case to assess the monitors. The problem did not occur for the remainder of the case, however, in between this case and the next the monitor shut off completely and would not work at all. We had to bring in another monitor.